Event description:
Edwards received information that the box for this bioprosthetic valve was labeled 23mm. However, the valve was a 25mm, as stated in the blue tag. This was detected prior to use and the valve was not implanted in a patient.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. A recall has been initiated. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Should additional information or the device be received at a later date, a supplemental MDR will be submitted.

Manufacturer narrative:
Correction to no recall initiated in u.s. The devices affected were not distributed in the u.s.